Event description:
It was reported that there was a revision of a right hip due to infection.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The event could not be confirmed. The exact cause of the event could not be determined because insufficient information was received. Further information such as primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
It was reported that there was a revision of a right hip due to infection.

Manufacturer narrative:
An unknown 32+5 head was also reported in this event. It cannot be determined which, if either of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.